Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The implantable cardioverter defibrillator (ICD) system was explanted and antibiotics were given. The implantable cardiac monitor (icm) was left implanted in the patient. No further patient complications have been reported as a result of this event.